Event description:
Rptr, daughter, called on behalf of her mother stating that in back-to-back blood glucose tests results of 380 and 157 mg/d were obtained. Rptr also stated on another occasion meter read 101 mg/dl and 10 minutes later meter read 66 mg/dl. Just yesterday meter read 108 mg/dl and immediately after it read 68 mg/dl. Rptr states that each of the above sets of results are from one fingerstick each time. Control solution test 129(95-142) mg/dl. Rptr states her mother never experiences any symptoms. No allegation of harm.